Event description:
Doctor was proceeding to implant a medical device (medtronic crescent spinal system graft 7x25mm) into the patient's spinal process when the medical device broke into several smaller pieces. The medical device was later removed by the surgeon under fluoroscopy. Subsequent fluoroscopy demonstrated that all pieces of the medical device were removed and a different, more reliable device was implanted without incident.